Event description:
A serious adverse event recorded as part of the (B)(4) registry reported that a (B)(6) female pt, prospectively enrolled with 3 cm non-dysplastic barrett's esophagus presented with dysphagia and epigastric pain two weeks post rfa procedure. The pt underwent an upper endoscopy (ue) along with dilation which resolved the symptoms. The physician reported the event is unlikely related to the device procedure. No further clinical sequelae were reported.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).